Event description:
It was reported that the inflatable penile prosthesis (ipp) was too large and buckling. It was creating a sideways curvature. It was decided that the size was too large upon implant. The physician performed a surgery to reduce the size of the device; the rear tips were removed. There were no patient complications.